Event description:
It was reported that during the implant attempt, the lead was repositioned in the atrium multiple times with high and unstable thresholds. The lead was not used and the physician requested a new lead. The new lead was implanted in a different wall position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).